Event description:
It was reported the patient experienced a peritoneal leak coincident with peritoneal dialysis therapy. The event was manifested by scrotal swelling and fluid retention. The cause of the peritoneal leak was unknown. The patient was hospitalized for the event and was treated with unspecified medical interventions for this event. At the time of this report, the patient was not recovered from the peritoneal leak, scrotal swelling, and fluid retention event. Dianeal therapy was suspended and the patient was placed on hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.